Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was having issues loading through cd. It was noted that the cd would be loaded but nothing would populate in the application software. There was no patient present when this issue was identified. While troubleshooting, it was noted the issue could not be replicated. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Further troubleshooting performed onsite could not replicate the issue. A system checkout was not required. Design analysis of the software determined the behavior described in the event was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.